Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: excessive use; a large mechanical force caused by an impact or fall. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the direction pin being missing, there was an additional finding of the tube was bent. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the telescope, 12°, 4 mm had a blurry image. The event occurred during a therapeutic procedure. The procedure was completed with another set of equipment. There was no patient harm associated with the event. The device was evaluated, and it was found that the direction pin was missing. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.